Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient experienced no stimulation sensation and was urinating more frequently. The patient noticed the tingling stopped and symptoms started to return for the last several days. The patient had been moving and doing various activities that may have contributed to this. The patient was on program 2 and increased it up to 6.0v but did not feel anything. It was confirmed that stimulation was turned on. The patient changed to program 3 at 1.1v and could feel stimulation on her left side in bike seat area. On program 4 she felt stimulation on her left side and stated that she didn't like the pulsing sensation. Program 1 was also more to her left side. The patient's hcp had determined that when stimulation was felt on the right side, it worked better. The patient planned to try program 3. It was later reported that the patient's stimulation turned off. The patient programmer confirmed that the device was off. The patient turned stimulation back on, and stated that program 2 was not working. The patient planned to call her hcp if none of the programs gave her relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4), lead: model 3889-28, lot# v933654, implanted: (B)(6) 2012, explanted: na; programmer: model 3037, serial# (B)(4).